Event description:
It was reported to philips that the system gave an alert indicating motorized movements were not possible. The device was in use at the time of reported event. No harm was reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. During investigation it was identified that the issue occurred on (B)(6) 2025. According to the additional information acquired, the customer was performing an emergency treatment, which was completed using another system. Analysis of log file identified errors related to motor assembly. A philips field service engineer (fse) inspected the system on-site and replaced the propellor motor and the system was returned to use in good working order and ready for clinical use. The system was returned to use in good working order and ready for clinical use. No further analysis of the propellor motor was possible as the part was not available. However, further investigation has determined that the issue is related to the longitudinal position error addressed by medical device correction 2025-igt-bst-012. The correction is planned to be implemented on the system. The codes were updated based on the investigation outcome.